Manufacturer narrative:
Event problem and evaluation codes: (B)(4).

Event description:
Pentax medical became aware of a report on 18-sep-2019 stating pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), cultured positive after sampling performed on (B)(6) 2019. The sampling performed on 05-sep-2019 identified 115 colony forming units(cfu) as comprising of the following 2 isolates: 1 - positive cocci - staphylococcus epidermidis, 2 - positive cocci - staphylococcus epidermidis. Study number: (B)(6). The long term loaner duodenoscope has not been received by pentax medical for evaluation as of 16-oct-2019. Pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), has been routinely serviced at pentax facility since the device was put into service on 05-may-2015.